Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on examination of the newborn, the bandage was observed moist, the permeability was checked and showed drained by the wall. No other information provided.